Manufacturer narrative:
(B)(4). Date sent: 6/18/2021. D4: batch # u40n34. H2: additional information received: customer reported all visible chips were removed and were discarded. Cg labs also confirmed that a d5st trocar device was received from a k5st kit for analysis. D4: code is d5st and was updated. D4: lot is u40n34 for d5st device. D4: unique identifier (UDI): (B)(4). Investigation summary: the analysis results found that the d5st trocar (obturator and sleeve) from a k5st kit was analyzed. There were scratches observed on the yellow obturator tip. One possible cause for this type of damage may be interaction with an energized device used during the procedure or some surface was in interaction with the obturator. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number for d5st and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number on concomitant kit code k5st, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were the yellow plastic chips retrieved from the patient's abdomen? Will yellow plastic chips be sent back for analysis along with the trocar device (sleeve/obturator) that had this issue?

Event description:
It was reported that during an unknown procedure, when introducing the second trocar of five trocars from the kit the kit, the device generated yellow plastic chips in the abdomen. There was no patient consequence.